Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: (prefix), evaluation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found that the device was returned with the jaw close. The reported condition of device locked on tissue was not confirmed. The investigation found that the handle of the device was difficult to open. Further investigation found that the latch pin on the handle was bent, which was preventing the handle from moving smoothly along the track on the inside of the device body. This occurs when the handle is forced opened. The device was tested on porcine kidney and no locking or tissue sticking event occurred. The investigation identified the root cause of the reported bent latch pin event to be mishandling by the user for continuing to use the device after it was forced open. The instructions for use (IFU) states, if the lever cannot be unlatched following use, open the device by forcing the lever forward from the handle. The device will no longer function properly and must be discarded. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device locked on the tissue. The doctor was able to open the jaws of the device by prying the two handles apart. No patient injury.